Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date a specific device failure has not been alleged. Without a lot number a review of the manufacturing records could not be conducted. The information provided alleges the patient experienced seroma, pain, infection and adhesions. Seroma and adhesions are listed as known inherent risk of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up emdr will be submitted. This file represents the composix lp implant, a second emdr was created to address the bard flat mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: "upon information and belief between 2008 and 2010, the patient had the mesh implanted during a hernia surgery. On or around (B)(6) 2011 patient underwent additional surgery due to the defective qualities of the mesh." "Due to the bard flat marlex mesh and bard composix lp mesh implants, between 2008 and the present, patient suffered from multiple infections continuous medical treatment and testing and subsequent hospitalizations where the surgeons found adhesions and bowel adhered to the mesh in several sites requiring removal of the mesh. After the revision surgery patient developed seroma and required additional tests and treatment. Patient was implanted with additional bard composix lp mesh on (B)(6) 2011 and continues to suffer from continuous pain and requires ongoing medical treatment." The attorney alleged the patient has suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability and impairment.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional patient identifiers and medical information based on the patient's medical records. With the current information available, the conclusion for this file remains inconclusive. Updated fields: age or date of birth, weight, event, date rec¿d by MFR, PMA/510k, if follow-up, what type.

Event description:
The following was reported to davol by the patient's attorney: "upon information and belief between 2008 and 2010, the patient had the mesh implanted during a hernia surgery. On or around on (B)(6) 2011 patient underwent additional surgery due to the defective qualities of the mesh." "Due to the bard flat marlex mesh and bard composix lp mesh implants, between 2008 and the present, patient suffered from multiple infections continuous medical treatment and testing and subsequent hospitalizations where the surgeons found adhesions and bowel adhered to the mesh in several sites requiring removal of the mesh. After the revision surgery patient developed seroma and required additional tests and treatment. Patient was implanted with additional bard composix lp mesh on (B)(6) 2011 and continues to suffer from continuous pain and requires ongoing medical treatment." The attorney alleged the patient has suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability and impairment. Addendum based on medical records received: 10/2010 - 11/2010: office visit: patient evaluated in follow-up from the ed, after he was seen there for having opening of his abdominal scar in the central portion of the abdomen after heavy lifting. Per md notes: "he has a history of complicated incisional hernia repairs. He had approximately 5 surgical procedures due to mesh (unspecified) infections and problems. He has not had any problems with drainage from his incision since he was discharged back then. He describes pain in the central abdominal region that has been very severe since he started having drainage and he states he has been taking vicodin but he cannot work with vicodin as he is a truck driver. He was placed on antibiotics due to the drainage." Patient reported to have a poor diet due to the pain. Draining incision. Patient requesting short-term disability as he cannot work due to the hernia. On (B)(6) 2011: post-op office visit: patient reports having low grade fevers of 99 with associated chills. Patient reports worsening abdominal pain on the right side as well as frequent and painful urination. Patient also reports he is not feeling well "overall." On (B)(6) 2011: office visit post CT guided aspiration of some fluid in the sub-mesh position which appears to be slightly pre-peritoneal. Patient reports the pain has decreased following drainage of the fluid. Md notes the patient continues to report feeling "poorly" with low grade fevers and some abdominal discomfort. Md also suggests the patient may be abusing his narcotics and is requesting disability, however, the md notes he does not feel the patient is disabled. On (B)(6) 2011: per md office note: "issues in this case are one, could there be an early hernia recurrence; two, is there a residual significant seroma; three, is there evidence of graft infection; and four, what is the most appropriate management of a patient with a chronic pain syndrome. I have talked with the patient about all of these issues. His wife is in attendance and asked appropriate questions. At this point, another CT will need to be done to answer the possibilities of recurrent hernia as well as seroma. Infected seroma seems quite unlikely given the patient's afebrile status and normal wbc. There is no erythema or sign of infection on physical exam. I have informed that patient that his smoking does increase the likelihood of both recurrence and infection and strongly advised that he stop this. I have informed him that it is quite likely that he will have chronic abdominal pain given the multiplicity of operations that he has required in the past. I have informed him that I would not be comfortable to provide him any kind of pain medication and that I think that he should probably be under the care of a chronic pain management physician who would be the sole provider of any and all pain medication in this condition."